Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect access solution kit was selected for use. On the first and second transseptal puncture (tsp) attempt, bubbles could be seen in the left atrium, however the devices were unable to advance across the septum. On the third attempt, the physician was able to cross the septum along with the versacross connect, watchman sheath and an intracardiac echocardiogram (ice) catheters. As the ice catheter was in the left atrium, the patient's blood pressure began to drop and a 1-2cm pe was identified predominately around the right ventricle, though it was found circumferential. Thus, protamine was quickly given and a pericardiocentesis was performed with 475ml of blood drained. Also, medications were given to stabilize the blood pressure. The pe had resolved, the blood pressure stabilized, and the patient was transferred to the intensive care unit for overnight monitoring. The device is not expected to be returned for analysis. The patient was not under warfarin not antiplatelet drugs at the time. It was further confirmed that the patient had difficult anatomy, contributing to the versacross rf wire to do not cross in first two attempts. All three attempts were performed using the same versacross kit. There were multiple attempts required to track up / drop down into position on septum before tsp was performed. Act therapeutic during the procedure. Upon third attempt completion, then the effusion was noted quickly after. No reported allegations of malfunction for the versacross devices (rf wire or dilator), and neither the implanter expressed a concern that the versacross rf wire or dilator had contributed to the patient complication.